Event description:
Information received indicates, the bed is alarming several service codes and there is only intermittent functions working from both siderails.

Manufacturer narrative:
The technician found open wires in the siderail cables and signs of fluid ingress on the siderail ucm boards. The technician replaced the siderail cables and ucm boards to repair the bed.